Event description:
The customer questioned discrepant architect stat troponin-I results generated from one patient sample. A result of 1.442 ng/ml was suspected. The sample was retested and results of 0.023 and 0.026 ng/ml were generated. The customer indicated that the patient did not have cardiac problems. However, the patient was administered several medications at the hospital. The treatment included medications for high blood pressure, diuretics and injection of nitroglycerin. No information was provided regarding the patient's underlying clinical situation or history. No patient injury was reported.

Manufacturer narrative:
To investigate the customer's issue, a complaint trend review, accuracy testing and a labeling review was performed. The trend review identified normal complaint activity for the issue under investigation. A lot search was not completed as the likely cause lot is unknown. Since the lot number was unknown, accuracy testing of a representative lot (58061un14) was reviewed to demonstrate acceptable assay performance. Accuracy testing was completed using retained kits of reagent lot 58061un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the assay performs per specification. No malfunction was identified since the issue involves a discreet sample and retest of the sample produced a negative result that matched the result of the subsequent sample. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin I package insert provides conditions that may cause erroneous results. No additional issues were identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.